Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable- alarm, 102 ml started volume, 7.4ml stated to remain in the cassette but the cassette is empty (started approximately 4hrs ago). Cassette was attached to patient by registered nurse for 46 hours on patient. Cassette was disposed off so it can not be returned for investigation. No patient harm/adverse event reported at this time. No patient injury was reported.